Manufacturer narrative:
(B)(4). It was reported that the top and bottom cases and front panel were dented and damaged. They were all replaced along with associated parts.

Event description:
It was reported that the unit is missing display segments. There was no reported patient involvement or harm.

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. (B)(4).